Event description:
As reported by the user facility: (B)(4) - underinfusion, ICU department. No further details at this time. Attempting to contact nurse who filled out internal report that biomed was reading from (B)(6) 2013. Correct serial number is (B)(4), not (B)(4). Received message from (B)(6) in ICU department. Nurse stated pump running too slow. No further details available. Reference MFR report number: 9610825-2013-00148.